Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states they had a patient that had a palindrome 28cm placed at (B)(6) on (B)(6) 2015. This patient was at dialysis and stood up because of cramps in her legs. When she straightened back up the catheter snapped apart at the hub. The hub and lumens came off. The patient was brought down to the access center and replaced it with another palindrome.

Manufacturer narrative:
(B)(4). An investigation is currently under way; upon completion the results will be forwarded.

Manufacturer narrative:
Submit date: (B)(6) 2016. The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are not non-conformances related to the reported issue for the reported lot. A sample was received for evaluation. The sample consisted of one incomplete catheter. The sample came inside a plastic bag. A visual inspection was performed and it presented signs for use (blood). Additionally, the sample that was returned contained only the distal part of the catheter and the hub connector was received in the closed position. Dimensional testing was required. In addition the catheter shaft was not received. No evident damage was found in the received sample therefore the issue could not be confirmed. The dimensions related to shaft adjustment and proper position were tested and passed. Based on the event description and the sample evaluation, the defect was noticed after the catheter was implanted. The device functioned as intended during an unknown amount of time. Given the event description, it is not clear which part of the catheter was torn. With the available information based on the event¿s analysis, the most probable causes are related to product usage as per the instructions for use, (improper user assembly (catheter tube not fully inserted in locking ring or seated against the hub), or (excessive force / jerking motions during use) this is based on the fact that the device was implanted during an unknown time therefore, most likely, the device functioned as intended and could be damaged during use. All previously mentioned situations may cause the catheter to snap apart. Based on the above, no further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specification, manufacturing performs a 100% visual assembly final inspection. This complaint will be used for tracking and trending purposes.